Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient experienced symptoms associated with complete heart block and an escape ventricular bradycardia rhythm. It was reported that the right ventricular (rv) lead was not capturing and exhibited high/increasing thresholds. It was further reported that the rv lead dislodged. The rv lead was reprogrammed, revised and remains in use. No further patient complications have been reported as a result of this event.